Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 68 (trace pointers are invalid). The customer reported, no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. And the customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1712k was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit successfully passed displacement test and self test. Unit functioning properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool, pump error 68 was noted several times on 08/19/2024 at 21:29:24 and at 21:31:14. In addition, pump error 53 was also noted on 09/02/2024 at 19:15:55. (File/line number: 2005/5632) per software engineering log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Proceeded by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Moisture damage noted on electronic assemblies during visual inspection. Unit was also received with cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube) and serial number label missing. In conclusion, customers concern was not confirmed. Pump error 68 was not noted during testing of unit. However, a critical error pump error 53 was found in adapt history files. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. Moisture damage was also noted on electronic assembly during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.